Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with act button not responding due to flattened button dome switch. No button error alarm noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 204 mg/dl. The customer stated that the keys were unresponsive and had delayed responses. They stated that the device was worn on their waste and maybe something happened while they were at the beach. The customer stated that the device might have been exposed to some moisture from the walk on the beach. The discontinuation of the device was advised. Nothing further was reported.